Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user requested to replace the broken smart remote manager. A field service engineer secured the remote manager and aligned it properly on the refrigerator. The remote manager functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a broken smart remote manager which needs to be replaced. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.